Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached.

Manufacturer narrative:
Per the clinic, the device was explanted (specific date not reported). This report is submitted on july 18, 2024.